Event description:
A ventilator was scheduled for preventative maintenance servicing to be performed by the manufacturer. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device failed a test step during preventative maintenance servicing. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.